Manufacturer narrative:
(B)(4). The instrument was received disassembled. The instrument was reassembled and tested. The instrument functioned as expected during testing. The moisture indicator was positive. No conclusion could be found regarding the reported event of a positive moisture indicator. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(6). Batch # k90l9v. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the doctor was performing a neck dissection and the disposable instrument was attached to the handpiece and generator and wouldn't pass the pre-run test. The procedure was completed using a competitor's device with no consequence to the patient.